Manufacturer narrative:
Full e1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had an e207 emergency light malfunction displayed. The issue was found during the setup of the device before use. There were no reports of patient harm.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a wrong device name from the previous report.

Event description:
No additional information received from the customer.